Manufacturer narrative:
Na

Event description:
It was reported that the lead had high impedance measurement anomaly, and exhibited loss of capture. The lead was repositioned. All measurements were in range after procedure.